Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial effusion. The catheter was also used off-label to treat persistent atrial fibrillation. During a procedure to treat persistent atrial fibrillation using a farawave pulsed field ablation catheter, the patient experienced a pericardial effusion. Use of the catheter to treat persistent atrial fibrillation constituted off-label use of the device. The transseptal puncture was noted to be difficult. Resistance was felt while manipulating the guidewire when positioning in the left inferior pulmonary vein (lipv). The procedure was continued to successful completion using the catheter, but when performing the end control cardiac ultrasound, a 14mm lateral pericardial effusion was identified in the left ventricle. An injection of protamine was administered. Approximately ten minutes, a repeat ultrasound showed that the effusion had decreased to 10mm. The patient was kept overnight and was discharged the next day, having fully recovered from the complication. The device is not expected to be returned for analysis due to being disposed.